Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is attributed to a component failure. For the z-block(server plug-in), aw-tube, and aw-cylinder, which were found to contain foreign objects, the most probable cause of the complaint could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had adhesive around objective lens has a chip, foreign objects at z-block(server plug-in) , air water -tube and air water-cylinder. There was no patient involvement.